Manufacturer narrative:
Qn# (B)(4). One video was received from the customer for analysis. During the video review it was observed a unit of code a-8000-08lf on the floor with the patient tube clamped with small pliers and the suction tube that seems to be connected to a suction device because the water with blue dye is bubbling on the suction control chamber and on the water seal chamber. Also, the collection chamber has residues on two of its chambers. A dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. No functional inspection can be performed since the defective sample is not available for evaluation. No additional tests were performed as part of this investigation. The device history record of the product a-8000-08lf batch number 74d1902859 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. An nc report was issued for the lot in question, but they are not related with the issue reported. The device history review shows that the product was assembled and inspected according to our specifications. Other remarks: during the analysis of the video, it was not possible to see any leakage issue on the unit because the suction device is always connected on the suction tube that is the cause of the bubbling water on the suction control chamber and water seal chamber. Therefore, no conclusion can be established at this time based on this. It is necessary the physical sample to perform a proper investigation. If the product sample becomes available this complaint will be reopened. The customer complaint cannot be confirmed due the lack of product sample to perform a proper investigation and determine the root cause. It was not possible to confirm an air leak due the video shows that a suction device is always connected. It is necessary the physical sample to perform a properly investigation. If the product sample becomes available this complaint will be reopened. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during mediastinum and pericardium drainage in a cardiac surgery patient. The patient drifted 3 days earlier to resuscitation after which the drains began to produce air. Drainers left on patient due to air production. Today decided to sneak in the drains and take control of the thorax image. After clicking, it is noticed that further air bubbles enter the air trap. Suspicion of hose set defect arises. After removing the drains, investigate further and re-insert the drain hose as close to the collection tray as possible. Further air leakage occurs. The patient underwent additional cardiac surgical drainage for 1-2 days.